Manufacturer narrative:
The customer ultimately decided to cancel the quote on may 5, 2026. A philips service engineer was not able to evaluate the device as the customer declined service and chose a third-party vendor to perform the repair. No additional details regarding the reported issue and resolution are available; the cause or most likely cause of the alleged malfunction remains unknown at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen needed to be replaced as it could not be calibrated. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request a touchscreen replacement as that the touchscreen could not be calibrated. The investigation is ongoing.